Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It is reported that base of tube has a hole and leakage occurred with a bd vacutainer® z (no additive) plus urine tube. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: when the tubes are uncovered in the analyzer all urine is spilled, it seems that the tubes have a hole in the base.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for hole in tube with the incident lot was observed. The photograph more than adequately confirms the defect and allows this investigation to be completed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It is reported that base of tube has a hole and leakage occurred with a bd vacutainer® z (no additive) plus urine tube. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: when the tubes are uncovered in the analyzer all urine is spilled, it seems that the tubes have a hole in the base.